Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0y047, implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) they had a loss of symptom relief. An x-ray was performed and the physician determined the lead wasn¿t in the correct location so a revision was planned. It was unknown what could have caused the issue, but it wasn¿t currently resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.